Manufacturer narrative:
Due to the additional information, the device code (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that the implantable neurostimulator (ins) pocket was revised successfully, resolving the issue. The cause of the heating was not identified. The patient had not reported any new incidents. After talking with the patient, the manufacturer representative found that the battery was not discharging quicker and there was no issue to resolve. As of (B)(6) 2016, the revision was successful in resolving the issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported pain at the implantable neurostimulator (ins) site in hip, their lower back and that the battery site got hot and it was painful. The patient stated this was specially the case when working outside, bending over. The patient thought that the battery was discharging more quickly, but was not sure as they indicated that they had a little amnesia. The patient had discomfort at implant site when laying on it or when recharging. It was stated that the ins moves the entire length of the battery. They had the therapy turned off to see what would happen, the last couple of days and the ins site wasn¿t as hot and battery still was still sore even when therapy was off. There was pain in their neck and headaches with therapy off, even when implant was on, therapy generally reduced migraines but it did not really reduce their neck pain. The patient was to follow-up with their health care professional (hcp). They noticed this the week prior to the report. It was reported that they were getting 90% pain relief during trial period but since implant the stim did not give them a lot of pain relief, they no longer had constant migraine. They had been reprogrammed several times. Since trial they could not think clearly and at the time of the report they had more trouble with speaking and being clear. On october 7 2016 the patient provided additional information stating that the issues were still happening and was still trying to get a managing hcp since they did not have one at the time. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep) stating that there was burning/warming sensation from the implantable neurostimulator (ins) pocket. The ins had moved from the original location. There was an impedance check within normal limits, battery charged history and coupling normal. There was a report of a pocket revision to stop the ins from moving around in the pocket. A reprogram was planned after procedure. It was noted that the device status was that it remained implanted in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.